Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. Customer¿s blood glucose level was 41 mg/dl. Customer¿s current blood glucose was 117 mg/dl. Customer was treated with glucose. The insulin pump will be returned for analysis.